Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient felt a strong current "like a jolt" when trying to adjust the stimulation. The patient needed the current to get stronger, but it seemed to stay the same when pushing the increase button. When the button was pushed "it would shoot a strong current like a jolt at first then went to the setting, it was on before the button was hit." Additional information has been requested.